Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was explanted due to device was wondering around the pocket. The patient wanted the device out. No new device was implanted. No additional adverse patient effects were reported. The device was returned for analysis.